Manufacturer narrative:
Device issue cannot be confirmed as the associated pen device and mixing device not returned to the takeda. Only pictures of cartridge holder and cartridge were provided. The pictures were visually inspected for any gross damage or defects. There were no defects or deformities observed. Stoppers of the cartridge were not positioned together. The septum of the cartridge was not punctured.

Event description:
On (B)(6) 2022 a complaint was received which mentioned, "we received the attached shipment with note included in the return package." Note reads, "cartridge would not mix. Tried another mixer but still wouldn't work. Did not have medication that day.".

Manufacturer narrative:
Awaiting sample for further investigation.

Event description:
On (B)(6) 2022 a complaint was received which mentioned, "we received the attached shipment with note included in the return package." Note reads, "cartridge would not mix. Tried another mixer but still wouldn't work. Did not have medication that day."